Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented with a fever. Upon review, urosepsis was believed to be the cause of the infection and the patient's pacemaker was believed to be a secondary cause. The pocket was explored and fluid was noted within the pacemaker pocket. The system was explanted due to septic shock. No further information provided.